Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: service and repair evaluation: the customer reported that the handle battery powered driver buttons malfunctioning. The repair technician reported that pins and wires were discolored, contact plate was cracked, membrane vent was damaged, rust on drive column and nose cone, debris on barriers. Device was running intermittently forward and fast forward and does not run at reverse. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part: 05.000.008 synthes lot: 003408 supplier lot: 003408 release to warehouse date: may 20, 2010 supplier: triangle manufacturing. Ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the handle battery powered driver buttons were malfunctioning. The issue was observed during routine field maintenance. There was no patient involvement. No further information was provided.